Event description:
Patient's mother contacted dexcom technical support on(B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received and downloaded. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.